Manufacturer narrative:
Additional lot #: 1008a. The original report was assessed when received and no MDR report was the decision. A review was conducted after an FDA audit and the decision was made to submit a report. No used sample was made available despite requests. Information/data on mural thrombosis shows that: it occurs with a high degree of frequency with implants. It can be caused by various factors and not necessarily the catheter. The product IFU indicates that this is a possible complication. Based on FDA advice, this MDR is being prepared to address the fact that the original complaint related to eight (8) each catheters. The other related MDR files are numbered as follows: (B)(6) 2925153-2009-00007, (the original report), (B)(6) 2925153-2009-00012, (this report), (B)(6) 2925153-2009-00013, (B)(6) 2925153-2009-00014, (B)(6) 2925153-2009-00015, (B)(6) 2925153-2009-00016, (B)(6) 2925153-2009-00017, and (B)(6) 2925153-2009-00018. Also, based on FDA advice, all eight reports will be categorized as "serious injury".

Event description:
The original report received on 10/23/2009, stated in summary: in (B)(6) 2009, 8 piccs implanted had complications because of mural thrombosis. They realized about this problem after 10 days from the implantation of every of these 8 piccs. The piccs are 6 from lot 1007 and 2 from lot 1008a. Intervention in the form of fluoroscopy and 'medical' were needed. The patient is stable. No product sample was retained. The original report was filed as an MDR and this report is discussed over leaf at "additional manufacturer narrative." (B)(4).